Event description:
The patient was implanted with hip prosthetic sockets from exactech on both sides in 2018. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. The x-ray control showed a clear decentering of the prosthesis head on the left and unusually large osteolysis in the acetabulum on the left as a sign of inlay wear. This was verified when the inlay was changed in may of 2024 to a vitd-hardened, specially approved inlay (novation xle neutral liner), approximately 5 years 7 months post the initial procedure. As part of the replacement operation, in addition to the inlay replacement, the firm socket integrity was determined as well as the curettage and sealing of the cysts in the socket using cerament bone filler and the replacement of the prosthetic head. No further information at this time.

Manufacturer narrative:
H2: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. Additional information: h6 clinical code.